Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device did not charge for approximately two days; the charger led initially flashed then showed solid green while the pump remained unpowered, and after guidance to place the pump face up and centered on the charging pad and to try a different outlet, the charging indicator became solid and the pump powered on, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charging system, consistent with a charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.